Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a loss of connection issue occurred between the transmitter and the pump. The customer declined to provide further information to tandem technical support regarding the reported issue.